Event description:
A customer reported a problem with the cartridge not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support attempted to assist by instructing the caller to remove the pump case and clean the pneumatic tap area. Despite these efforts, the customer became frustrated and intended to seek help from their healthcare provider. Later, the customer successfully loaded a new cartridge with the help of technical support, who also replaced the cartridges and planned to close the case as no further assistance was needed.